Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction suspected.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.